Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.23¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted mediastinal mass resection surgical procedure, there was an alarm when the customer was inserting the harmonic ace instrument. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.